Manufacturer narrative:
A full review of the device history record for this device has been carried out with no anomalies identified; product was manufactured and released for sale in accordance with specifications. There is no information to suggest that the device has not met the final release criteria. On (B)(6) 2016, although the overall angiography did not show any particular endoleak, a re-intervention was performed as a precautionary measure to prevent a type 1a endoleak, by placing an excluder proximal cuff (32 mm, gore). The physician has stated that the device was placed lower than expected therefore the main body (31mm in diameter) was placed at the area of the proximal neck which had a diameter of 22 - 23 mm. From a review of the patient's anatomy, the proximal neck angle is 64° and is aneurysmal with some calcification present. This may have been a contributing factor to the type 1a endoleak.

Event description:
The original evar was performed on (B)(6) 2016. The final angiography revealed a type IV endoleak. Then, the procedure was finished. On (B)(6), 6 days after the procedure, the CT image revealed a suspected type ia endoleak. The follow up angiography did not identify any particular endoleak. On (B)(6), a re-intervention was performed and an excluder proximal cuff (32 mm, gore) was added as a precautionary measure to prevent a possible type 1a endoleak occuring in the future.